Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy due to a suspected supraventricular tachycardia, with available therapy exhausted as a result. Technical services (ts) discussed the device programmed settings and how they could be adjusted to hopefully prevent this from reoccurring in the future. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy due to a suspected supraventricular tachycardia, with available therapy exhausted as a result. Technical services (ts) discussed the device programmed settings and how they could be adjusted to hopefully prevent this from reoccurring in the future. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.